Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4). Product will not be returned (B)(4). Complaint 2 of 3. See related complaints (B)(4). The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm loaded and would not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(4). Heartstring loaded and would not deploy. This occurred with three heartstrings the staff did not use this deivce and a new device was opened and used. After the three heartstrings would not deploy and fourth device was opened and it did deploy. Account would like three replacements for the devices that did not deploy. Ship to account attention (B)(6) or buyer.